Event description:
There was a letter sent from a lawyer's office regarding a customer injury complaint. Plaintiff's counsel claims in the complaint that the pt went to the ER after suffering second degree burns from one of chattanooga's tens units. The company has been unable to inspect the device. Because the matter is in litigation, it has been turned over to outside counsel for further investigation.